Event description:
The following has been reported: service needed, no logs, no known patient harm and no known delay to care. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon return, during mock infusion, the device exhibited a state 1 error. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and the fva pins and upper/lower loading pins have debris. The fva pins, loading pins, channels were cleaned and fva assembly reinstalled. Performed mock infusion with no error. The fva lip seals and loading pin lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pin(s) shall be replaced as part of the repair process. Reporting as a conservative measure due to the sticky valve issue identified during testing. No adverse effects were reported.